Event description:
Caller reported a cgm error 42, involving a g6 sensor. The customer's blood glucose level was 42, which is within the normal range. Following the report, customer support provided guidance on resetting the pump, after which the cgm error code did not reappear. The customer successfully began their sensor session and planned to reload the cartridge and resume insulin use after the call. No further action was required.